Event description:
Ergo nurse patient lift equipment malfunctioned. Patient was not harmed, and product was being used within defined limits. Manufacturer's rep came out in 2008 to inspect all ten devices in use, and noted that the bolts and nuts had not been glued as specified during manufacturing. He - indicated this had not happened before. He removed the affected portions of the devices for repair, and returned them on two days later. All of the devices were affected. Product specifics: ez-lift ortho version item. We received them within the past month. Dates of use: less than one month. Diagnosis or reason for use: assist in patient list to protect patients and staff.